Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2025, due to an unspecified issue. The patient's condition was unknown.